Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had possible under infusion during atezolizumab therapy at 500 ml/hr. When infusing atezolizumab 300 ml at 500 ml/hr, the infusion reportedly stops after about a half hour and has half the bag left. The reporter found the entry in the history log: the user programmed atezolizumab 275 ml at 550 ml/hr which does translate out into a half-hour infusion. The reporter stated "assuming there was some overfill in the bag, or the bag was a 500 ml bag, there is a possibility that the correct amount was infused, but it is also possible this was an under-infusion/ user error". The 275 ml infusion at 550 ml/hr is the default in the customer drug library for atezolizumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.